Event description:
End user claimed that the meter was not recognizing blood samples (brand new meter). Sam's club replaced the end user's meter (mhc customer service sent sam's club a replacement meter).